Event description:
It was reported that the patient was experiencing a loss of therapeutic effect. The patient was having trouble with her ins. It was not working. The patient was having urgency and frequency symptoms since about a week or two after it was put in. The patient had been having a lot of back problems and her left leg had been going dead. This had been causing her toes to curl under. When the patient sat on her left side, her legs cramped. The patient turned stim down from 3.0v to 2.5v because it was shocking her. The patient was having several problems with ins. The patient lacked basic understanding of patient programmer use. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4). Product type: programmer, patient: product ID 3 093-28, lot# va0295r, implanted: (B)(6) 2013. Product type: lead. (B)(4).